Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral bra fat on (B)(6) 2018 using the cooladvantage curve+ applicator, to the bilateral upper flanks on (B)(6) 2018 using the cooladvantage petite curve applicator, to the left bra fat on (B)(6) 2018 using the cooladvantage petite curve applicator, to the left upper flank on (B)(6) 2018 using the cooladvantage petite curve applicator, and to the right lower flank on (B)(6) 2018 using the cooladvantage petite curve applicator. The patient developed paradoxical hyperplasia (pah/ph) after treatment in (B)(6) 2018. The patient was diagnosed with pah in the back fat on (B)(6) 2019. The pah was described as soft and there was visible enlargement.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral bra fat on (B)(6) 2018 using the cooladvantage curve+ applicator, to the bilateral upper flanks on (B)(6) 2018 using the cooladvantage petite curve applicator, to the left bra fat on (B)(6) 2018 using the cooladvantage petite curve applicator, to the left upper flank on (B)(6) 2018 using the cooladvantage petite curve applicator, and to the right lower flank on (B)(6) 2018 using the cooladvantage petite curve applicator. The patient developed paradoxical hyperplasia (pah/ph) after treatment in (B)(6) 2018. The patient was diagnosed with pah in the back fat on (B)(6) 2019. The pah was described as soft and there was visible enlargement.